Event description:
Treatment of an avm. It was reported that the guidewire separated upon removal for angiographic injection. The broken segment was reported remaining in the patient. Another guidewire was used and the same issue occurred. No patient injury reported.same event as MDR# 2029214-2011-00036.

Manufacturer narrative:
The guidewire was returned with approximately 7.9 cm of the distal tip missing. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload.(B)(4)